Event description:
It was reported that the lead exhibited clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations were abraded and the proximal coil exposed at 30 cm to 30.5 cm from the connector pin as a result of clavicular crush.